Event description:
Physician was attempting to deliver 1 resolute integrity drug-eluting stent to a severely calcified lesion in the ramus with 90% stenosis but resistance was met and the stent could not cross. When the stent was removed, it was noted to be deformed. Patient was treated with another medtronic device. Evaluation summary: the stent was positioned between the marker bands as per specifications. The first four proximal segments were raised and deformed. The 1st distal segment was flared.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (failure to deliver and stent deformation); patient¿s condition affected effectiveness of device (lesion morphology) ¿ 90% stenosis and severe calcification. (Deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 90% stenosis and severe calcification. Inherent risk of procedure ¿ (failure to deliver and stent deformation). (B)(4).